Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user sustained a trauma around the implant housing and immediately could no longer hear with the device. Before the trauma the user's performance with the device had been increasing. The user was successfully re-implanted on (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a trauma around the implant housing and can no longer hear with the device. Re-implantation is scheduled for (B)(6) 2020.